Event description:
This ra lead was implanted on (B)(6) 2007 remains implanted at this time. A call was placed to technical services on 05/01/2018 stating that this lead exhibited noise. The clinic has been following the patient since 2011 and there has been a low level of noise on this lead since then. Stored events show noise on the lead with no over-sensing noted. The noise appears to happen in the morning when the patient is getting ready for work with time stamps from 5 am to 8 am. The clinic will bring the patient back in three months for a follow up check. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).